Event description:
It was reported that the insulin pump alarmed lost sensor and that the customer experienced low blood glucose levels the following day. During troubleshooting, communication between the transmitter and insulin pump was established, but the customer hung up abruptly. On the following day, it was reported that the blood glucose reading was 43 mg/dl. The customer stated that the blood glucose levels were low because he was not alarmed by his sensor. He had eaten since then to treat and reported that he felt fine; he declined troubleshooting for low blood glucose. He believed that his difficulties were product related and not environmental. Troubleshooting for the transmitter concluded that the transmitter was working as designed. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.